Manufacturer narrative:
A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Attached narrative.

Manufacturer narrative:
Added medical history. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007; including transthoracic repair of a recurrent morgagni hernia were not provided. (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: left subcostal incisional hernia with recurrent morgagni hernia. Postoperative diagnosis: left subcostal incisional hernia with recurrent morgagni hernia. Procedure performed: repair of recurrent morgagni hernia of the diaphragm using a gore hernia patch and repair left subcostal incisional hernia with primary closure. Assistant: carsey, c.s.t. Anesthesia: general. Anesthesiologist: scott mears, md. Estimated blood loss: minimal. Drains: none. Complications: none. Findings: the patient is a 36-year-old man who underwent a transthoracic repair of a recurrent morgagni hernia several months ago. He developed some left upper quadrant incisional pain and was noted to have an incisional hernia in this region. He was also found to have a symptomatic recurrence of his morgagni hernia. Today he is returned to the operating room and approached through the subcostal incision. The hernia defect was incorporated into the incision line without difficulty. The left upper quadrant was relatively free of adhesion. A large defect medial and posterior to the prior repair was noted. The hernia was reduced in its entirety. All margins of the new defect were free of adherent tissue. The defect was then connected to the old defect excising the hernia plug creating a round oval opening anterolaterally of about 6 x 8 cm in diameter. A gore dual hernia patch was brought up on the field and an appropriate patch was fashioned. Pledgeted mattress sutures of #2-0 prolene were used to secure the patch in the defect. The tails of the sutures were then run over and over circumferentially about the margin of the defect and patch incorporating a goretex buttress as well. An excellent result appeared to have been obtained. A chest tube was inserted into the left chest to evacuate are and fluid. No significant other issues appeared present. The incisional hernia was repaired primarily with the abdominal wall closure. Description of procedure: ¿after anterior was obtained the patient was rotated into the 45-degree right lateral decubitus position and the abdomen and chest sterilely prepped and draped. The hernia defect in the subcostal incision was palpable. The incision was made through this incision and extended laterally and medially to provide adequate exposure. The left upper quadrant was found to be relatively free of adhesion. The medial defect was noted. Adhesions were carefully taken down anteriorly and medially. The hernia contents were reduced into the abdomen with moderate difficulty but eventually completely so. Hemostasis was maintained meticulously throughout. Excess omentum was excised to lessen the potential for adhesion formation. The hernia plug was excised and the defect laterally connected to the medial defect to creat [sic] an ovoid opening. Pledgeted horizontal mattress sutures were placed circumferentially about ten pledgeted horizontal mattress sutures of #2-0 prolene were placed circumferentially about the defect at equal intervals. A gore-tex patch was fashioned into an ovoid shape and the sutures were passed through the patch and it was lowered into place and secured by tying these individually. The tails of several sutures were left intact with needles attached. These tails were then run over and over about the margin of the defect in the patch over an additional teflon buttress to add security to the closure. The tails of the suture were tied wherever they met. Antibiotic irrigation followed. An excellent result was felt to have been achieved. A check for any other abdominal wall defects manually revealed none to be existent. The abdominal incision was then closed with a double layer of running #1-0 prolene. A good result appeared to have been obtained here. Copious antibiotic irrigation followed. The remainder of the wound was closed in layers with vicryl suture. The aforementioned chest tube was connected to water-seal suction. A sterile dressing was applied. The patient was awakened and returned to the recovery room in good condition.¿ (B)(6) 2007: (B)(6). Surgical case record. Implant record. Procedures: morgagni hernia repair with mesh. Implant: mesh gore dual 15x19 1dlmc201. Lot number: 04783445. Catalog number: 1dlmc201. Manufacturer: w.l. Gore mesh. Size: 15 x 19. Quantity: 1. Surgeon: schorlemmer, gilbert r., md. Records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of operation: incisional herniorrhaphy with placement of mesh. Anesthesia: general endotracheal. Anesthesiologist: robert swift, md. Description: ¿the patient was taken to the operating room, given a general anesthetic. The abdomen was prepped and sterilely draped. The patient had a subcostal scar on the left and a midline scar in the upper abdomen as well. There was a hernia defect palpable between these two scars in the left subcostal region just to the left of the midline, very high in the abdomen. These scars had resulted from hiatal hernia repairs x2 and previous incisional hernia repair. An incision was then made between the two scars over the hernia defect, and dissection was carried through the subcutaneous tissues with cautery. The hernia defect was located, and it was a fenestrated defect with at least two holes in the fascia. The fascia was opened above and below the hernia defect. The hernia sac was dissected free and pushed back into the peritoneal cavity and then freed from the peritoneal layer of the body wall anteriorly, exposing as little viscera as possible. This was right up to the rib. Old prolene sutures were present, but I did not encounter any mesh at the site of the defect. Much of the old suture was excised. The fascial edges were freshened. We then placed a sepramesh coated mesh into the defect, and using the surgical tacker as well as interrupted prolene suture, it was fixed to the peritoneum with the tacker to hold it in place, and then suture were placed from the inside through the fascia and tied on the outside of the fascia circumferentially with prolene. The seprafilm portion of the mesh was placed toward the viscera. The hernia defect itself was closed, reapproximating the patient's fascia with running #0 prolene from both ends. The fat was then excised from the underlying anterior fascia circumferentially, and a large portion of marlex mesh was placed over the rib, covering the entire defect and incision widely. It was sutured into place with running vicryl circumferentially. Irrigation was carried out, and the skin was closed with clips. Occlusive dressings were applied and the patient was taken to recovery in stable condition.¿ gross findings: as above. This patient had had two prior incisions in this area with prior hernia repair in the area as well. No mesh was seen in evidence of this defect, and in fact, I did not see mesh which may have been incorporated in the tissue higher toward the rib. The native tissues appeared strong in this healthy young male. The problem was some tension from the proximity to the rib, and for this reason, mesh was placed widely both internally and externally, and the fascia was closed. (B)(6) 2008: (B)(6). Post-op note. Pre-op/post-op diagnosis: recurrent incisional hernia. Procedure: incisional herniorrhaphy with mesh. Post-op condition: stable. Specimen removed: none. (B)(6) 2008: (B)(6). Implant record. Implant: bard sepramesh composite. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: incisional hernias x3, 1 in the infraxiphoid area, 1 in the supraumbilical area, and 1 in the left upper quadrant. Postoperative diagnosis: incisional hernias x3, 1 in the infraxiphoid area, 1 in the supraumbilical area, and 1 in the left upper quadrant. Procedure: open incisional herniorrhaphy x3. Assistant: ian cavin, do. Type of anesthesia: general. Estimated blood loss: 25 ml. IV fluids: lactated ringer¿s 1 l. Findings: he was noted to have a 1.5-2 cm defect in the infraxiphoid area, as well approximately 3 cm below this in the midline, another defect that was approximately 1.5-2 cm. In a left upper quadrant incision, he was also noted to have a 1 cm defect with some herniated fat. Specimens: none. Drains: none. Implants: 10 x 15 cm skirted parietex mesh. Indications for procedure: this is a 39-year-old gentleman who was seen and evaluated in the office for 2 bulges noted in the midline, as well as 1 in the left upper quadrant. The patient had prior incisions in this area from multiple abdominal surgeries. He stated these areas were very tender as well as causing discomfort with physical activity. A cat scan had been done at jordan valley, which showed 2 incisional hernia in the midline and 1 in the left upper quadrant. Surgical intervention with open repair and possible use of mesh with associated risks and possible complications were reviewed. The patient understood and elected to undergo this procedure. Informed consent was obtained the day of the procedure. Description of procedure: ¿after the patient was brought into the operating room, placed supine on the operative table, he was sedated and intubated by the anesthesia staff. His abdomen was then prepped and draped in a standard surgical fashion, after which a timeout was taken. The patient, planned procedure, and surgical site were confirmed with all those present in the operating room. The patient had an upper midline abdominal incision and an elliptical incision was made around this. The scar was then excised. The incision was approximately 5 inches long. The incision was carried down posteriorly until the fascia was identified. Just below the xiphoid, a defect was identified. It appeared to be 1.5-2 cm in diameter. At 3 cm below this, another defect was identified. This was the same size, about 1.5-2 cm. I was able to open the more distal hernia sac, place my finger through the hernia sac, and do a sweep of the anterior abdominal wall. He was noted to have a mesh to the left side of the midline from prior herniorrhaphy. I was able to open up the fascia to join the 2 hernia defects. The anterior abdominal wall was then cleared from intraabdominal adhesions. The mesh was noted to be severely peritonealized and I did not feel that it would be necessary to remove the old mesh. I then attempted to clear further lateral, the left lateral abdominal wall. The patient has had prior peg tube placement and had significant adhesions to the anterior abdominal wall approximately 5 cm away from the midline. I was, therefore, unable to clear these adhesions in the left upper quadrant; however more distal to this, I was able to find a plane where I could palpate the anterior abdominal wall where the patient's prior incision was located. He was noted to have a 1 cm defect in this area that had some fat, which was able to be reduced back into the abdomen. Once the fat was reduced, I was able to place the tip of my index finger through the defect noted. It was a small defect. It was quite a distance away from the midline, therefore, I decided not to extend the midline incision rather than take care of this locally. We, therefore, completed our incisional herniorrhaphy in the midline by using a 15 x 10 cm skirted parietex mesh. The mesh was done in an underlay fashion. We anchored it with transabdominal sutures in the proximal and distal portion of the incision. This was #0 ethibond. It was anchored at both corners as well as in the midline. Once it was anchored in the proximal and distal portion of the abdomen, we then anchored it laterally using an absorba fix tacking device. Once it was in good position, we then closed the fascia in a running fashion using #1-0 prolene. I had marked on the left abdomen where the hernia defect was with a marking pen and we then made a 3 cm incision through the patient's old incision. We carried this down distally using electrocautery. A small hernia sac was identified, it was sharply dissected free and amputated. The defect was 1 cm in size. We were able to close this primarily using #1-0 prolene in an interrupted fashion. After it was closed, we then irrigated the area. Both wounds were then closed in layers using #3-0 vicryl in interrupted fashion and #4-0 monocryl in a running subcuticular fashion to close the skin. Sterile dressings were then applied. The needle, instrument, and sponge counts were correct at the end of the case. The patient tolerated the procedure well and there were no apparent complications. He was successfully awakened from anesthesia, extubated, and transported from the operating room, to the recovery room, in stable condition.¿ [missing records: records for the CT scan showing ¿2 incisional hernia in the midline and 1 in the left upper quadrant¿ was not provided.] (B)(6) 2010: (B)(6). Implant record. Implant: parietex composite. (B)(6) 2011: (B)(6). Operative report. Assistant: none. Preoperative diagnosis: methicillin-resistant staphylococcus aureus infection of opened abdominal wall mesh. Chronic abdominal pain. Recurrent incisional hernia. Postoperative diagnosis: infected abdominal wall mesh for different meshes found intra-abdominally. Erosion of separate diaphragmatic gore-tex mesh into the patient¿s stomach with erosions through the greater curve of the stomach at the antrum with more than ½ the mesh balled up within the lumen of the stomach. Recurrent incisional hernia. Name of operations: excision of benign ulcer of stomach with eroded mesh, cpt code 43610. Right rectus myocutaneous flap, cpt code 15734. Left myocutaneous flap, cpt code 15734. Repair of a hernia of the diaphragm, cpt code 39541. Repair of recurrent incisional hernia, cpt code 49565. Removal of infected mesh of the abdominal wall, cpt code 11008. Removal of eroded gore-tex infected mesh from the diaphragm and the stomach, cpt code 11008. Placement of biological mesh, total of 600 sq cm, first 100 sq cm placed, cpt code 15430. Additional 100 sq cm placement of acellular xenograft mesh, cpt code 15431 x 5. Estimated blood loss: 600 ml. Complications: none. Specimens: 1. Multiple different meshes from the anterior abdominal wall and left anterior abdominal wall. 2. Gore-tex mesh from the diaphragmatic hernia repair with portion of the greater curve of the stomach. Postprocedure status: stable. Significant findings: the patient was actually found to have at least 4 different mesh types intraabdominally with at least 3 different sutures including what seemed to be pds, ethibonds, and possibly nylons as well as protacks circular tacker. Second major finding, eroded gore-tex from the left lateral diaphragmatic hernia repair through the greater curve of the stomach, immersing the mesh intraluminal of the stomach. Anesthesia: general. Anesthesiologist: swift. Indications: the patient is a 39-year-old gentleman, who has come to me for an infected mesh after multiple, multiple operations in the abdomen and left chest. He has been having significant left upper quadrant pain. Every day he says it feels like he just recovered from surgery. The patient was evaluated. CT was performed that showed a large mesh rolled up in the left upper quadrant and a [sic] surrounding bowel. Therefore, surgery was offered to the patient. Informed consent was given. The risks and benefits included, but not limited to bleeding, infection, anesthesia, and cardiovascular complication. Cardiovascular complication included, but not limited to dvt, pe, mi, death, stroke, and arrhythmia. Risks also include intra-abdominal organ, vessel, and viscus injury, bowel injury, bladder injury, ureter injury, vessel injury, possible need for partial liver mobilization, possible liver injury, possible need for splenectomy, possible injury to the stomach, duodenum, colon, small bowel, small bowel fistula, incisional hernia recurrence 15%, mesh infection with the biological mesh less than 1%, wound infection 25%, postoperative bowel obstruction 3%, postoperative ileus 25%, wound dehiscence, and need for the wound to heal by secondary intent 20%. Postoperative ileus, postop bowel obstruction, urinary tract infections, dvt, pe, mi, death, stroke, and arrhythmia were all discussed and informed consent was given. Procedure: ¿the patient was brought in the operating room, placed in the supine position, and underwent general anesthetic without complication. An ng tube was placed, a foley tube was placed, and the patient's abdomen was prepped and draped in the usual sterile surgical fashion after the packing was removed out of this wound. After getting the abdomen prepped and draped in the usual sterile surgical fashion, a time-out was called, and everybody in the room agreed it was the appropriate patient undergoing the appropriate procedure. Attention was then turned to the abdominal wall. An incision was made from the xiphoid to right below the umbilicus, underlying soft tissue was dissected and we entered the linea alba into the abdominal cavity. We entered immediately into the omentum and the hernia sac and mesh. We, therefore, elevated the fascia, first on the left side and the right side and we dissected the omentum and the mesh and the omentum adhered to it off the abdominal wall first on the left and then the right side. Extensive dissection was done. A part of the omentum had to be taken with the mesh. This was done with ligasure. Now that we had the mesh dissected off the abdominal wall, most of the mesh anteriorly right at the midline, was adherent to the omentum. We then explored the right abdomen, there was no mesh and in the left abdomen, there was a recurrent incisional hernia, as well as at least 3 different mesh types with different sutures and tackers that were adherent to the abdominal wall and grossly infected. This was all dissected off with sharp dissection and electrocautery and all the mesh and products to secure the mesh were removed off the abdominal wall. We then palpated the left upper quadrant where the patient's greater curve of the stomach was adherent to the abdominal wall and we palpated the area. It was obvious that the stomach was adherent to the abdominal wall and within the lumen, there was a large, firm plastic piece of material, which was completely adherent and eroded through the stomach wall. The decision was made to maximize his postoperative recovery and minimize his postoperative pain in the phase of chronic abdominal pain and as well as left upper quadrant pain, it was best is to remove this portion of the stomach with the mesh, as well as a part of the abdominal wall. So the first thing we did was dissected out the lesser and greater curvature of the stomach, dissected the omentum away from the stomach using the ligasure and then we got around the portion of stomach with a mesh in it. This was incised and stapled with a ta- 90 stapler. Then the suture line was oversewn with interrupted 3-0 silk sutures. At this point, the antrum was quite narrowed and is felt that this may recover in its own, but it would be best to decompress it. Therefore, the distal antrum was brought up towards the lesser curve of the stomach a side-to- side gastrogastrostomy was performed by securing it to a portion of stomach and sutured with interrupted 3-0 silk sutures making gastrostomies on both ends of the stomach. I then performed the gastrogastrostomy with a gia 75 stapler. The remaining gastrogastrostomy was brought together in a transverse manner. I then stapled with a ta-60 and then this was oversewn with interrupted 3-0 lambert silk sutures. We then turned our attention back to the part of the stomach that was left behind, which was adherent to the chest wall. The rib cage is on the left side. We then dissected the mesh off the rib cages exposing a large cavity with necrotic material, more importantly multiple pieces of different mesh this was all excised out off the patient's chest wall. Another entire mesh was removed. Abdomen was irrigated out, we explored the rest of the bowel with no others complications, adhesions, or concerns appreciated. We then turned our attention to the hernia, so we exposed at this point with all the mesh removed off the abdominal wall, off the diaphragm. We had an opened diaphragmatic lateral hernia, as well as now larger left upper quadrant hernia, and multiple small hernias in the midline. The first thing we did was brought up a 12 x 25 piece of the veritas biological mesh, placed this into the abdominal cavity posterolaterally over the diaphragm, behind the spleen. This was secured with a secure strap to entire chest wall, abdominal wall, and thoracic cavity to get closure of the defect in the diaphragm onto the left chest wall. At this point, the intra-abdominal aspect of the operation was complete. All the mesh was removed. We removed all the unhealthy omentum and then the portion of the stomach that the mesh eroded through. We now had the hernia defect closed and the diaphragm with the veritas biological mesh. We then began to close the abdominal wall and dissected the soft tissue off the right anterior abdominal wall all the way to the anterior axillary line. We then found the insertion of the external oblique on to the lateral rectus musculature. This was incised longitudinally 1 cm away from the rectus. An incision was extended up to the ribs down to the pelvis the exact same thing was done on the left side. At this point, we now found the last piece of mesh on the anterior right and anterior left rectus musculature with an mrsa infection was itself with the worst this was excised, the abdominal wall was debrided. Now we had the rectus musculature just slight medially. We now can close the abdominal wall with minimal tension. This allowed the rectus to close in the middle and more importantly give us enough tissue to help close the defect in the left upper quadrant in the paramedian line where the patient had obvious bulging. The rectus musculature was closed in the midline with a running looped 0 pds starting from both ends tying in the center. Wound was irrigated out. A 12 x 25 cm piece of veritas mesh was placed off over the incision and from external oblique to external oblique. This was held in place with interrupted 0 vicryl sutures every 1 cm on the edge of the mesh and then the center of the mesh was also tacked down with 0 vicryl sutures. Two separate 19-french blake drains were brought through the abdominal wall, both on the right and left side making a small stab incision and bringing hemostat through the abdomen and grasped with a drain and bring it out. Both were secured with 2-0 ethibond. Wound was irrigated out. Drains were appropriately. The subdermal layer was closed with running 0 vicryl and the skin was closed with staples. Dressings were placed. The patient was awoken, extubated, and brought to recovery in stable condition. Sponge, needle, and instrument counts were correct. Cultures were done at both sides of different mesh to make there are no different infections.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] [Missing records: records for the CT scan showing ¿a large mesh rolled up in the left upper quadrant and a [sic] surrounding bowel¿ was not provided.] [Missing records: records detailing the allegations of scar re-opening, bowel obstruction were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records of gangrenous appendicitis, postoperative bowel obstruction were not provided.] (B)(6) 2004: [facility ni]. (B)(6) [illegible], md. Emergency department visit. Constitutional symptoms: lost approximately 20 pounds since christmas with the appendicitis and complications. Abdomen: g-tube [gastrostomy] site shows no abnormality. Drain bag shows some foamy white material presumably [illegible]. Erythematous indurated right lower quadrant surgical incision [illegible] apparently from recent appendectomy. Abdomen minimally [illegible], bowel sounds present. Impression: colonic [illegible] with vomiting, status post gastrostomy tube placement. Total parenteral nutrition. Partial small bowel obstruction. Condition at discharge stable. Follow up dr. [Illegible] in office as instructed, in emergency room immediately if any complications. [Nurse reviewer note: poor copy, mostly illegible.] (B)(6) 2004: [facility ni]. [Signature illegible.] Consultation. Seen in emergency department with abdominal pain. Long, complicated history beginning with apparent gangrenous appendicitis followed by postoperative bowel obstruction; each occasion required operative treatment. Patient has [illegible] partial bowel obstruction. Because of postoperative abdominal bloating and distention, earlier today he had and endoscopic gastrostomy tube placed for [illegible] decompression. Complaining of [illegible] and dehydration. Unable to keep anything down. [Illegible.] [Nurse reviewer note: poor copy, mostly illegible.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected data: corrected from last supplemental report submitted on june 2, 2021. Conclusion code remains the same.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical history: (B)(6) 2003: gastroesophageal reflux disease. (B)(6) 2004: acute appendicitis; adhesive small bowel obstruction; methicillin resistant staphylococcus aureus bilateral pneumonia. (B)(6) 2004: abdominal pain right lower quadrant; cellulites and/or abscess of trunk. (B)(6) 2004: wound dehiscence; multiple superficial foreign body. (B)(6) 20/05: inguinal hernia unilateral or unspecified. Weight 165 pounds, bmi 23.7. (B)(6) 2007: recurrent right morgagni¿s hernia. (B)(6) 2007: hernia diaphragmatic. (B)(6) 2009: weight 182 pounds, bmi 26.1. (B)(6) 2008: infected seroma with methicillin-resistant staphylococcus aureus involvement. (B)(6) 2009: hernia diaphragmatic, post surgery; abdominal wall abscess. (B)(6) 2011: mrsa skin/tissue: positive; cellulitis and/or abscess of trunk. (B)(6) 2011: abdominal wall abscess. (B)(6) 2011: small bowel obstruction. (B)(6) 2012: open wound of abdominal wall, anterior, complicated. (B)(6) 2012: weight 199 pounds, bmi 28.6. (B)(6) 2012: incisional hernia. (B)(6) 2012: ventral hernia. (B)(6) 2012: weight 211 pounds. (B)(6) 2012: post-traumatic seroma. (B)(6) 2012: abdominal drainage mrsa; cellulitis and/or abscess of trunk. (B)(6) 2012: abdominal wall abscess. (B)(6) 2012: weight 226 pounds, bmi 32.4. (B)(6) 2013: weight 232 pounds, bmi 33.3. (B)(6) 2013: weight 215 pounds, bmi 30.8. (B)(6) 2013: surgical wound culture many staphylococcus aureus. (B)(6) 2013: cellulitis and/or abscess of trunk; cough. (B)(6) 2014: abdominal wound culture growing methicillin resistant staphylococcus aureus. (B)(6) 2014: diaphragmatic hernia. History of enterocutaneous fistula. Diaphragmatic hernia- recurrent x3- large epigastric hernia- 8 cm in maximum dimension, left upper quadrant hernia x2, and prior left subcostal incision. Left periumbilical hernia. Left lateral abdominal hernia in the anterior axillary line- end of prior subcostal incision. Moderately large lower right upper quadrant near midline incision- 4 cm in dimension. Hiatal hernia. (B)(6) 2014: weight 201 pounds, bmi 28.8. (B)(6) 2014: abdominal wall fistula culture moderate methicillin resistant staphylococcus aureus. (B)(6) 2015: weight 234 pounds, bmi 33.6. (B)(6) 2015: abdominal wall abscess; postoperative/noninfected seroma. (B)(6) 2015: diabetes mellitus, controlled- type 2; gastroesophageal reflux disease. (B)(6) 2016: weight 228 pounds, bmi 32.7. (B)(6) 2016: weight 200 pounds, bmi 28.7. Surgical history: (B)(6) 2004: incision and drainage. (B)(6) 2007: re-do repair of right morgagni hernia. (B)(6) 2008: incision and drainage. (B)(6) 2008: incision and drainage; debridement skin and subcutaneous tissue; wound vac care. (B)(6) 2011: incision and drainage to abdominal abscess. (B)(6) 2011: incision and drainage abdominal abscess. (B)(6) 2012: debridement left upper quadrant abdominal wound. (B)(6) 2014: exploratory laparotomy, extensive lysis of the adhesions, modifier 22. Small bowel resection with resection of enterocutaneous fistula- no spillage occurred, mesh repair of abdominal hernia, composite parietex mesh used for the recurrent diaphragmatic hernia as noted, the subcostal incisional hernias, the left lateral and anterior axillary line hernia, the large epigastric hernia, the periumbilical hernias, as well as the right upper quadrant hernia. (B)(6) 2015: incision and drainage to abdominal wall abscess. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2002: [facility ni]. (B)(6), pac; (B)(6), md. Office notes. Complaint of abdominal cramping for about 1 ½ weeks. Feels bloated, pain radiated into back and feels like it is causing muscle spasms. Sharp pain in back; worse after eating. Exam: abdomen soft with right upper quadrant tenderness, no palpable masses, organomegaly, guarding or rebound. No palpable pulsatile abdominal mass. Bowel sounds active. Murphy¿s slightly positive. Impression: abdominal pain right upper quadrant. Plan: ultrasound and labs. ¿ (B)(6) 2003: [facility ni]. (B)(6). Office notes. Complaint of heartburn. Taking protonix but says is not helping much. Given samples of nexium and would like a prescription. Acid worsened since gastric bypass surgery. Feels better post cholecystectomy. Exam: abdomen soft with no tenderness, palpable masses, organomegaly, guarding or rebound. No palpable pulsatile abdominal mass. Impression: gastroesophageal reflux disease. ¿ (B)(6) 2004: (B)(6) hospital and medical center. (B)(6), md. Discharge summary. Date of admission: (B)(6) 2003. Reason for admission: abdominal pain. Conditions treated: acute appendicitis; adhesive small bowel obstruction; methicillin resistant staphylococcus aureus bilateral pneumonia; status post repair of congenital diaphragmatic hernia; iatrogenic needle stick; failure to thrive. Hospital course: admitted to emergency department with abdominal pain. Observed for 24 hours because it was unclear if pain was due to appendicitis or if there appeared to be significant amount of stool in right side of colon. Following day, decision was made to take him to operating room where he underwent attempted laparoscopic appendectomy. Given amount of adhesions and small bowel adherent to appendix, he was converted to open. He had hypoxia and productive sputum and was treated for ten days with intravenous vancomycin with complete resolution of pneumonia. After that, he continued to do well for next three days, at which point he had increasing abdominal distension, same nausea and vomiting. Plain x-ray suggested small bowel obstruction. He was treated with nasogastric tube decompression for next five days with little resolution of symptoms. CT scan was then obtained which revealed a complete obstruction. On (B)(6) 2003, he was taken to the operating room for relief of the obstruction and exploration. He essential underwent two areas of small bowel resection and primary anastomosis. He was started on total parenteral nutrition at that time and continued intermittently throughout his hospital course. He did continue to have problems with his diet. He finally did open up on (B)(6) 20/04, after that point had complaints of bloating after a meal with abdominal pain. Upper gi was performed on (B)(6) 2004 revealing complete transit through the small and large with one area of distended proximal jejunum raising the question of a partial bowel obstruction. At the time of discharge, he will be discharged home on home total parenteral nutrition. He has requested second opinion with dr. (B)(6); apparently this appointment is scheduled for friday, (B)(6) 2004. I will send him home with demerol, percocet, reglan, ativan, and resume his nexium. I will see him in two weeks to remove central line. He is discharged home in fair condition. ¿ (B)(6) 2004: [facility ni]. (B)(6), md. Office notes. Presented to (B)(6) hospital with abdominal pain, had appendectomy on (B)(6), 2003. Then diagnosed with a bowel blockage on (B)(6), 2003. Discharged on (B)(6), 2004. States he is not feeling well, was told he still has moderate grade obstructive lesion in distal jejunum, but it should get better. Has been seen in consultation by dr. Legrand benlap. States he is concerned as he has abdominal pain, has notices some redness around incision site. States he feel terrible. Last 8 pounds during entire month long ordeal. Exam: abdomen soft with tenderness on the mid to lateral right surgical incision which is well approximated with considerable induration and mild erythema and suggestion of a collection, otherwise without palpable masses, organomegaly, involuntary guarding or rebound. No palpable pulsatile abdominal mass. Impression: abdominal pain right lower quadrant; cellulites and/or abscess of trunk. Procedure: incision and drainage. Office procedures: ¿skin about the right surgical incision is prepped with alcohol, anesthetized with lidocaine 1% with epinephrine and marcaine 0.5% plain, and 18 gauge needle is used to attempt to aspirate a fluid collection with minimal bloody return.¿ plan: discussed the possibility of an evolving abscess about his suture line, the possibility of sutures being responsible and apparently there is no mesh. This appears to have and evolving infection and will place on duricef. Discussed possibility of a seroma or evolving abscess. ¿ (B)(6) 2004: [facility ni]. (B)(6), md. Office notes. Follow up for his gastrostomy tube and appendectomy. Pain from gastrostomy tube only. Been on total parental nutrition and on (B)(6) 2004 and we told him to start broths and clear liquids with occasional crackers. States he has been doing well and having normal bowel movements daily. Does feel that his gastrostomy tube is infected now and has been cleaning it will with hydrogen peroxide and putting antibiotic ointment, but states he really feels like it is infected. Exam: abdomen soft no tenderness, palpable masses, organomegaly, guarding and rebound. No palpable pulsatile abdominal mass. Drainage from medical surgical site now closed and without tenderness or erythema or palpable fluctuance. No significant erythema surrounding the gastrostomy tube site, there is some slimy discharge. Impression: epigastric abdominal pain; surgical site seroma/abscess essentially resolved. Plan: continue local wound care for gastrostomy tube with hydrogen peroxide and will add bactroban. This will be three weeks tomorrow on total parental nutrition and with bowel rest, will discuss with dr. Benlap regarding removal of his gastrostomy tube. Over weekend with gingerly advance diet and see how more solids go, and if continues going well I think he would be a reasonable candidate for removal of the supportive feedings. ¿ (B)(6) 2004: [facility ni]. (B)(6), md. Office notes. Would like wounds checked at this time. Pain in his abdomen in three different places. States he can tell when he is having stomach pain. If he doesn¿t take his nexium he is in trouble. Also has to keep his belly full or he has a constant ache. Pain 7 to 8/10. Right lower quadrant pain happens with some constipation and really caused him 8 or 9/10. Not as constant as left side and he states he can feel the knot there. Exam: abdomen soft with mild left lower end of right lower quadrant tenderness, without palpable masses, organomegaly, guarding or rebound. Gastrostomy tube site healing and nicely without drainage or surrounding erythema. Impression: abdominal pain generalized. Plan: abdomen seems to be healing well and despite his deconditioning and lack of endurance, he seems to becoming along okay. ¿ (B)(6) 2004: [facility ni]. (B)(6), md. Office notes. Patient here for wound check. Pulled out some pieced of material from this wound which look like sutures. Has had persistent drainage from his wound. Says he has been feeling good, has been exercising and gained approximately 10 pounds. He had to take some pain pills when he had a right-sided abdominal pain and bleeding, otherwise has not been requiring pain medication. Exam: large transverse abdominal surgical scar which is all nicely healed with exception of a 1.3 cm area of open wound with fibrofatty tissue extruded and clear drainage. No surrounding erythema. Impression: wound dehiscence; multiple superficial foreign body; abdominal pain right lower quadrant. Procedure: foreign body removal skin. Plan: asked to advance packing ¼ inch per day and when it comes out to keep the wound open with q-tips which were provided and hydrogen peroxide. If failing to granulate in there and close may need deeper exploration to remove suture material if additional is still there. Follow-up in 10 days to assess status of wound. ¿ (B)(6) 2004: (B)(6) surgery center. (B)(6), md. Operative report. Operative performed: colonoscopy. Clinical information: the patient has seen some blood in his stools on two to three occasions over last month, however, describing ¿red berried¿ which are ¿embedded in the stool.¿ he was also evaluated recently and found to be hemoccult positive. The procedure is this being performed to evaluate for a source for rectal blood and hemoccult positive stool. Impression: internal hemorrhoids. I suspect these are the source for the rectal bleeding and the hemoccult positive stool. Melanosis pigmentation, principally in left colon. Otherwise normal pancolonscopy and normal terminal ileum. ¿ (B)(6) 2004: [facility ni]. (B)(6), md. Office notes. Here for post-operative wound check. States he feels the abdomen wound is doing better, less pain, denies drainage. Pulled out another substantial hunk knotted suture material, and since that time the wound has been closing progressively. Wonder if they need to keep using the q-tips and hydrogen peroxide to keep the tract open. States he has noticed a small knot which he can feel just under the right side of his surgical incision- is wondering of could be a suture. Having some troubles with firmness on right side of the surgical scar in the area where we had previously gone looking for hematoma or seroma. Is getting more protuberant and more tender. Exam: abdomen soft with no tenderness, palpable masses, organomegaly, guarding or rebound. No palpable pulsatile abdominal mass. 6 mm by 2 mm remaining superficial ulceration in the center of his transverse lower abdominal surgical incision. He has granulated in the deeper tract after he spit out some of stitches. Area of tenderness and firm induration right lower quadrant just superior to his surgical scar-suspect we have another involving stitch spitting process going on. Impression: wound dehiscence; multiple superficial foreign body. Plan: abdominal wound is sealing up nicely, and can discontinue the attempts to keep the wound open and let it completely heal. Suspect we may need to open the right lateral aspect of his surgical incision to release a seroma of foreign body reaction to sutures over there more likely. Follow-up should his right-sided surgical incision be increasingly painful for needle aspiration or incision and drainage. This does not appear infected. ¿ (B)(6) 20/05: [facility ni]. (B)(6), pac. Office notes. Complaint of right upper quadrant pain on and off since surgery in (B)(6) 2003. He has a lot of gas and is very constipated, uses over the counter laxatives but says he has a lot of pressure and pain when having a bowel movement. Patient is concerned as he had a bowel blockage with gastrostomy tube after his surgery in 2003. Here to discuss treatment options. Exam: abdomen soft with mild right upper quadrant tenderness, no palpable masses, organomegaly, guarding or rebound. No palpable pulsatile abdominal mass. Impression: epigastric abdominal pain. Plan: discussion with todd possible etiologies of his abdominal complaints. Labs and images arranged to further evaluate. ¿ (B)(6) 2005: [facility ni]. (B)(6), md. Office notes. Here with complains of right lower quadrant pain on and off since surgical complications following appendectomy on (B)(6) 2003. Feels pain he is having is probably normal for him but has noticed to have some pain radiating into his back. Also out of prevacid due to insurance, has been taking nexium, but feels prevacid works better. Back seems to be associated with reflux symptoms. 2-3 weeks ago had problem with partial mechanical bowel obstruction necessitating a visit to urgent care clinic. Time and pain medications and it resolved subsequently spontaneously. Weight 165 pounds, bmi 23.7. Exam: abdomen soft with no tenderness, palpable masses, organomegaly, guarding or rebound. No palpable pulsatile abdominal mass. Fingertip right inguinal hernia. Impression: inguinal hernia unilateral or unspecified; gastroesophageal reflux disease. Plan : samples of prevacid and protonix for his gastroesophageal reflux disease. Discussed small right direct inguinal hernia. ¿ (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology- chest pa and lateral. History: morgagni hernia, preoperative. Findings: pa and lateral films show abnormal density at the anterior left lung base, which presumably represents the hernia of morgagni given in the history above. Morgagni hernia (anterior diaphragmatic hernia) is usual on the left side, but presumably the diagnosis has been established by CT and MRI. Blunting of the lateral left costophrenic angel is presumably scarring or related to the hernia. Impression: abnormal density at the anterior left lung base presumably represents the diaphragmatic hernia. Given in the history above. There is no other evidence of acute pulmonary disease. ¿ (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent right morgagni¿s hernia. Postoperative diagnosis: recurrent right morgagni¿s hernia. Operation performed: re-do repair of right morgagni hernia. Assistant: (B)(6), cst. Anesthesiologist: (B)(6), md. Estimated blood loss: minimal. Drains: anterior and posterior chest tube. Specimens to pathology: none. Complications: none. Operative findings: the patient is a 35-year-old male who had a repair of diaphragmatic hernia as a child. He recently had a number of intra-abdominal procedures related to rupture of his appendix, and subsequent to that developed some upper abdominal and chest pain. CT scanning suggested a recurrent hernia in anterior location consistent with a morgagni defect. Today, he was taken to the operating room where he underwent left thoracoscopy which revealed the incarcerated preperitoneal fat superiorly. The adhesions were dense enough that mobilization was not able to be accomplished completely with the endoscope. The lateral chest wall was opened slightly and a short segment of rib was removed. This provided excellent exposure. The entrapped fat was taken down and the hernia reduced. The margins of the defect were freshened. A medium mesh hernia plug was inserted and secured with prolene sutures. A reinforcing overlying mesh cap was placed to ensure good closure. Copious irrigation followed. Chest tubes were inserted. The chest wall was closed with multiple layers of vicryl suture. The patient returned to the intensive care unit in good condition. Details of procedure: ¿after adequate anesthesia was obtained, the patient was rotated into the right lateral decubitus position and the left chest was sterilely prepped and draped. The lateral thoracostomy site was created and the flexiport cannula inserted. Thoracoscopy was carried out with findings as outlined above. The adhesions were partially taken down but these were reasonably dense and the thoracoscopic approach was terminated. A lateral thoracotomy was created inferiorly. A short segment of rib was removed at the site of the patient¿s prior thoracotomy. Good exposure was obtained. Electrocautery was used to completely isolate the herniated fat. The majority of this was then amputated. Hemostasis was assured. The remaining intraperitoneal fat was reduced through the hernia defect. The margins were grasped with the bobcock clamp. The defect was sized. It was a medium-sized rent. The old sutures were present laterally in this area. Three prolene sutures were placed at the compass points. These were brought through the inner layer of the hernia plus. The plug was lowered into place and seated, being secured by typing the sutures individually. The posterior suture was then run over and over through a secondary patch which was placed to the margin of the defect posteriorly and to the chest wall anteriorly. Copious irrigation followed. Interrupted figure-of-eight #1 vicryl sutures were used to reapproximate the chest wall after insertion of chest tubes. The lung was re-expanded. Multiple layers of running vicryl were used to complete the closure. Seri-strips were overlaid and sterile dressings were applied. The chest tube were connected to waterseal suction.¿ [page 3 not available for review] ¿ (B)(6) 2007: (B)(6) hospital. (B)(6). Discharge summary. Final diagnosis: recurrent morgagni hernia. Disposition: discharge home with routine instructions. Follow up with dr. Schorlemmer in three to four weeks. Hospital course: initial postoperative course was benign. Did have some issued with pain control but, after his chest tubes were out on first postoperative day, he seemed to mobilize reasonably well. Discharge home on second postoperative day. His wounds were healing nicely, and he had no other complaints. ¿ (B)(6) 2007: [facility ni]. (B)(6), md. Office notes. Here today for follow up on surgery he had with dr. (B)(6) at (B)(6) hospital. Still in a lot of pain and is still very sore. In stage after surgery of being very weak and can¿t do much of anything. Scale is about 6/10 with his medications. They found evidence of his old diaphragmatic hernia repair from when he was six months old, still could see some stitches in there. Quarter-sized hole. Had to resect a rib as apparently there was some abnormal healing in a rib from his childhood hernia repair. Weight 179 pounds, bmi 25.3. Exam: healing left thoracotomy scar without evidence of infection. Impression: hernia diaphragmatic. ¿ (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Clinical history: repair of a morgagni hernia, now with increased pain and swelling. Impression: changes consistent with recurrent hernia of morgagni. Postoperative changes, bowel, with focal, mildly dilated loops of small bowel. ¿ (B)(6) 2007: [facility ni]. (B)(6), md. Letter to whom it may concern. ¿(B)(6) has a morgagni hernia in his lower left diaphragm which was operated on (B)(6), 2007. The repair of the hernia failed and mr. (B)(6) will have to undergo another operation to repair the morgagni hernia. In addition an upper abdominal hernia was discovered that will also need to be operated on. This is a very serious condition and it is important that the patient take the time to recover. The surgery is scheduled (B)(6), 2007 and mr. (B)(6)cannot return to work for another 4-6 weeks from the surgery.¿ ¿ (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology- chest x-ray. Clinical history: postoperative morgagni hernia. Findings: there has been interval left chest surgery with reduction of left sided hernia. Impression: no pneumothorax post diaphragm surgery. ¿ (B)(6) 2007: [facility ni]. (B)(6), md. Office notes. Here today to follow up from a diaphragmatic herniorrhaphy which was done on (B)(6) 2007 at (B)(6) hospital. Patient said he was diagnosed with morgagni hernia. Since the surgery it has been really hurting him to breath. He had 39 sutures put in his diaphragm. In through abdomen; 5 day stay; then stir crazy; discharged (B)(6). Weight 168 pounds, bmi 24.1. Exam: abdomen soft with left upper quadrant abdominal wall tenderness, without palpable masses, organomegaly, involving guarding or rebound. Left upper quadrant surgical scar is healing nicely without signs or symptoms of infection. Left thoracotomy scar is healing nicely without sings of infection. Impression: abdominal pain left upper quadrant; pain acute postoperative pain; pain chronic, post thoracotomy. Plan: struggling to keep up with pain with short acting pain medications, and we discussed longer pain medicine options and with his experience with oxycontin would prefer to stick with that despite getting a little ornery according to his wife. ¿ (B)(6) 2007: [facility ni]. (B)(6), pac; (B)(6), md. Office notes. Here today with some concerns regarding his surgery on (B)(6) 2007. Having a lot of pain and thinks that he may have built up another hernia. He saw dr. (B)(6) 2 weeks ago and was given oxycontin and has been taking that as well. Says when he gets up and does anything physical he will get tons of pain in his sternum and down left side of his ribs. Pain level 6/10, but he does anything to bother it then the pain will jump up to about 8-9. Weight 172 pounds, bmi 24.7. Exam: abdomen soft with moderate to severe tenderness over left anterior lower ribs and left upper quadrant, no palpable masses, organomegaly, moderate guarding, no rebound. No palpable pulsatile abdominal mass. Mild swelling directly under left anterior ribs. No erythema or warmth about the surgical incision. Impression: abdominal pain left upper quadrant, acute status post pain, chronic status post thoracotomy. Plan: continue oxycontin. ¿ (B)(6) 2007. [Facility ni]. (B)(6), md. Office notes. Follow up on last visit about his post-operative concerns. His pain level has gone up a lot and he hasn¿t been sleeping at all for the past week since he had been cutting down on pain medication. Exam: left upper quadrant abdominal incision is healing well without evidence of infection. Impression: abdominal pain left upper quadrant. Plan: lengthy discussion on pain medication and muscle relaxants and have chosen to continue lortab and oxycontin at nighttime. He continues improving with time from his two major thoracic and abdominal surgeries. ¿ (B)(6) 2007: [facility ni]. (B)(6), pac; (B)(6), md. Office notes. He is still in a lot of pain from the surgery and is told he is going to have a long healing process. He has also been having breathing problems because of the patch on the hernia but he says the soma help with that a lot. After all of this he has been feeling down and after everything he has tried to do he has been feeling a lot of anxiety and also feels angry and that¿s why he would like to talk about lexapro. Weight 170 pounds, bmi 24.2. Impression: abdominal pain left upper quadrant. ¿ (B)(6) 2007: [facility ni]. (B)(6), pac; (B)(6), md. Office notes. Presents for examination. Abdominal brace is very helpful. Weight 180 pounds, bmi 25.8. Exam: abdomen soft. Bowel sounds present. No hepatosplenomegaly. No masses or tenderness. No rigidity or guarding. Impression: diaphragmatic hernia, post-operative neuropathic pain. ¿ (B)(6) 2007: [facility ni]. (B)(6), pac. Letter to whom it may concern. ¿(B)(6) has been diagnosed with a diaphragmatic hernia which required two surgeries to repair. He has had significant symptoms in terms of his abdomen is severely limited in his capacity to lift. He is limited to less than five pounds lifting over the next six months. Based on his recovery, this may be modified upwards short of six months, but at this point, this is his limit. We plan to evaluate him monthly during this period of time.¿ ¿ (B)(6) 2007: [facility ni]. (B)(6), pac. Letter to whom it may concern. ¿(B)(6) is continuing to steadily improve from two major surgeries. We have monitored him closely, and he has been compliant with every request. Our understanding is that his supervisor would like a firm time table for his return to normal status and discontinuation of supportive medication. Unfortunately, the nature of this injury makes such a time table difficult to determine. Our hope is that (B)(6) would be fully recovered by early april. This time table, however, is subject to change depending on his progress.¿ continued on attachment.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: usaf physical evaluation board, air national guard. (B)(6), lt col, usafr. Diagnosis: post-traumatic stress disorder. Traumatic brain injury [tbi]. Migraine headaches secondary to tbi.whiplash/neck injury; cervical neck herniation. Chronic ventral and diaphragmatic hernias, and right upper peripheral neuropathy (major). Lumbar strain. Inferior thomboid muscle spasm on the right. Tinnitus. Sciatica, right lower extremity. (B)(6) 2021: (B)(6) medical center. (B)(6), md. Annual wellness exam. Impression: chronic pain, chronic mood. Weight: 236 lbs., bmi 33.9. Chronic hyperlipidemia on atorvastatin. Prediabetes on actos. Recommendations: gi stable. ¿34 past surgeries, failed mesh surgery in past.¿ doing well on CPAP an oxygen. ¿in mesh lawsuit with chronic abd pain/disability/chronic pain. Prediabetes doing well with low dose pioglitazone. Mood stable currently. Chronic pain management. Chronic abd surgery and mess [sic] issues in past with ongoing litigation.¿ ¿(B)(6) 2021: (B)(6) medical center. (B)(6), md. Letter: ¿to whom it may concern¿: ¿(B)(6), has been a patient in our practice for full wellness and chronic ongoing care since late 2016. Please see his most recent attached wellness physical and testing and history. He has had 3 abdominal/thoracic surgeries for a diaphragmatic hernia defect (congenital) and hemidiaphragm with ongoing pulmonary, abdominal and chronic pain issues. He has also unfortunately suffered from a mesh that failed compromising his healthy and requiring abdominal reconstructive surgeries and further abdominal surgeries. In 2011 while returning home from work he was also involved in an mva resulting in a tbi and msk/oa [musculoskeletal/osteoarthritis] ongoing pain. You can see current prescription care plan which includes treatments for hypoxia/depression/CPAP/ptsd/insomnia. He is stable with the above care but it is ongoing and will be a lifelong care issue, impacting his quality of life. (B)(6) is always pleasant and complaint with his doctor visits and ongoing care and a pleasure to have in any practice. The ongoing chronic pain management since the 2011 mva and ongoing abd/thoracic issues after multiple surgeries, failed mesh and reconstruction will impact him for life. However, he has managed this quite well with medical therapy and specialty care as warranted.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Due to character/space constraints within the h 10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 1994, 2240, 2422, 2502) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: the practice of medicine. (B)(6) , md. Letter addressed to whom it may concern. ¿as (B)(6) primary care physician at the practice of medicine from (B)(6) 2001 through (B)(6) 2016. I was responsible for managing his care and coordinating with the surgeons for the matters at hand regarding his operations and mesh problems.¿ ¿summary of events: dr. (B)(6) performed a left thoracotomy with goretex mesh repair of a left hemi-diaphragmatic hernia from the thorax on (B)(6) 2007. Soon thereafter it was identified that there was a second defect which was approached from a subcostal (abdominal) approach on (B)(6) 2007 and repaired with goretex mesh. For new abdominal wall hernias dr. (B)(6) performed mesh repair with bard supramesh on (B)(6) 2008. This surgery was complicated by abdominal wall seromas which required needle and syringe drainage the week of (B)(6) 2008 and subsequently placement of a drain the week of (B)(6) 2008. With wound dehiscence and infection with methicillin resistant staphylococcus aureus (mrsa), todd was hospitalized for 5 days at the end of august for IV vancomycin via a peripherally inserted intravenous central catheter (PICC line) and placement of a would vac. The IV antibiotics were continued via home health infusion therapy through (B)(6) 2008. Oral zyvox ( linezolid) (bioequalivent to IV zyvox) followed for multiple courses until (B)(6) 2008. Of note, the PICC line catheter tip cultured positive on (B)(6) 2008 (placing him at risk of hematogenously disseminated mrsa to anywhere else in the body), and his nasal mrsa pcr same date was positive with the same organism. This documents that he was colonized with mrsa going forward. His infection was considered now resolved after 3 months of treatment with significant loss of work time and therefore income, not to mention very significant out of pocket medical expenses. With the development of new abdominal wall hernias (some of which were a consequence of his preceding infection), todd underwent abdominal wall hernia repairs with parietex and sofradim coated mesh by dr. (B)(6) on (B)(6) 2010. He recovered without complications, but again had significant work loss, loss of income and out of pocket medical expenses. On (B)(6) 2011 (B)(6) had a surgical site wound dehiscence, again with mrsa infection. He was seen in consultation by dr. (B)(6) and was taken to surgery on (B)(6) 2011. At surgery it was identified that the abdominal side diaphragmatic goretex mesh placed by dr. (B)(6) on (B)(6) 2007 had come partially undone, had eroded through the greater curvature of the stomach, tied itself in a knot inside the stomach and was infected with 7 different anerobic bacteria species. This mesh which was still attached to the diaphragm was responsible for (B)(6) complaints for more than a year that when he ate, he couldn¿t breathe. This had been worked up with pulse oximetry and sleep studies. When he ate and the stomach distended, there was traction on the left hemi-diaphragm which then couldn¿t move, and therefore he couldn¿t breathe. This is an extremely rare complication ( if it has ever been reported) of diaphragmatic mesh. This required removal of that mesh, a partial gastrectomy to repair the hole, removal of the abdominal wall mrsa infected parietex mesh which had been placed by dr. (B)(6) on (B)(6) 2010, and abdominal wall reconstruction for 4 additional hernias with veritas biologic mesh and acellular xenograft mesh. On (B)(6) 2011 todd went into septic shock, required transfer to the ICU, consultation with (B)(6) m.d. (Pulmonary and intensive care medicine), and required central lines and the vasopressor levofed ( as he has no blood pressure in septic shock). Without such aggressive critical care he would have died ( and nearly did). This postoperative course was also complicated by a 3 cm mrsa abscess which required surgical drainage on (B)(6) 2011. Again a prolonged antibiotic course with zyvox ( @ $2000.00 for a 10 day course) through (B)(6) 2011. He had surgery on (B)(6) 2011 for removal of infected mesh and closure of 2 chronically open wounds. On (B)(6) 2012 the abdomen began draining again. Despite packing and wound care, this infection persisted. 5 months later on (B)(6) 2012 an abscess required incision and drainage. This continued to culture mrsa. With wound vacs and more zyvox this finally healed on (B)(6) 2012. This was a 17 month ordeal, with large amounts of lost work time, lost income and expensive out of pocket medical costs. Things were quiescent for 15 months until todd required another surgery, this time by dr. (B)(6) on (B)(6) 2014 for infected biologic mesh with methicillin sensitive staphylococcus aureus ( mssa), 6 abdominal wall hernias repaired with composite parietex mesh, removal of an enterocutaneous fistula ( a sinus tract from small bowel to skin which get chronically infected ), a hiatal hernia repair with mesh ( to a significant degree a result of the partial gastrectomy (B)(6) 2011 as a complication of the (B)(6) 2007 diaphragmatic goretex), lysis of adhesions and repair of the now open left hemi-diaphragmatic hernia. Dr. (B)(6) noted that the left hemidiaphragmatic hernia was mid leaflet, so accurately not a morgagni hernia ( which are very anterior) or a bochdelek hernia ( which are posterior). (Just a little detail for accuracy). That post-op course was pretty smooth, but once again there was considerable lost work time, lost income and out of pocket medical expenses. On (B)(6) 2017 (B)(6) presented to the emergency department with a small bowel obstruction. Despite ng decompression, bowel rest and supportive care this did not resolve, and was taken to surgery by dr. Atherton. A right lower quadrant small bowel obstruction from an internal hernia as a consequence of adhesions ( the sequelae of his numerous previous surgeries ) was found. The adhesions were lysed and a small bowel resection was required. After discharge from the hospital he had a 5 cm surgical wound dehiscence and was seen by dr. (B)(6) assistant surgeon on the (B)(6) 2017 surgery and dr. (B)(6) partner several days before follow-up with dr. (B)(6). Again a wound vac was placed and he followed-up regularly with dr. (B)(6). With continued visible mesh in the open wound and failure to heal over a 6 month period, he was again taken to surgery on (B)(6) 2018 for explantation of the parietex mesh, repair, and placement of phasix st underlay mesh. He recovered well from that surgery and was finally healed by (B)(6) 2018 after another 8 month medical ordeal. Once again a costly adventure for (B)(6). (B)(6) was employed full time by the air national guard and part time as a civilian employee of the united states air force. He was highly respected in his field of expertise of airspace safety and airspace management control. He was accustomed to being a highly functioning officer and head of his household. He built his family¿s home, enjoyed fishing, 4 wheeling and golf. He was the wage earner for his family ( wife (B)(6) and 3 children ). He is a man who lives his life with honor and commitment to service. As a result of the 12 years of medical misadventures as outlined above, he was unable to perform his complex cognitive military duties and was unable to pass the physical fitness testing requirements to maintain his active status, which placed his employment in great jeopardy. He ultimately was medically retired in 2012, with substantial reduction in income. He had lengthy times of post-surgical pain and complicated and time consuming health care needs for recovery from these operations. As a military officer who was ¿bullet-proof¿ before 2007, with each new problem he understandably had to adapt to a new persona and physical limitations. This caused a not unexpected amount of anxiety and depression about his evolved physical conditions and life situation. Different antidepressants and antianxiety medications were trailed. He required CPAP for obstructive sleep apnea and hypoxemia due to his poorly functioning left hemidiaphragm requiring supplemental oxygen. He required prolonged courses of pain management.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent incisional subcoastal hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2001, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain; (B)(6) infection; hernia recurrence; scar re-opening; bowel obstruction. Additional event specific information was not provided.